Event description:
Information received by medtronic indicated that the insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Self test and displacement test were passed. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 37 found on (B)(6) 2022. The pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected alarms/alerts noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 37 on (B)(6) 2022 at 19:12:00.000 due to moisture damage on motor. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on motor and pcba 2. The following were noted during visual inspection: keypad overlay peeling and pillowing keypad overlay. Pump error 37 confirmed due to moisture damage. Moisture damage was noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.